Event description:
The customer reported a tandem mobi cartridge alarm during the loading process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed the cartridge alarm and guided the customer through removing the cartridge and delivering a 9-unit bolus, which completed successfully. The customer was unable to reload the original cartridge, but with assistance, successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved.